Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent system was used during a stenting procedure in a patient (patient age, sex, and weight are unknown). During the procedure the guide catheter was retracted however the stent was unable to be deployed. As the device was withdrawn from the patient, the guide catheter with attached stent broke off the delivery system. The broken guide catheter with attached stent was removed from the patient with forceps. There were no device fragments left in the patient or reported patient complications. The procedure was successfully completed with another flexima rx biliary stent system. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent system was used during a stenting procedure in a patient (patient age, sex, and weight are unknown). During the procedure the guide catheter was retracted however the stent was unable to be deployed. As the device was withdrawn from the patient, the guide catheter with attached stent broke off the delivery system. The broken guide catheter with attached stent was removed from the patient with forceps. There were no device fragments left in the patient or reported patient complications. The procedure was successfully completed with another flexima rx biliary stent system. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the guide catheter was detached from the delivery system and the broken guide catheter was not returned for evaluation. There was no damage observed on the stent. The welded cannula was free of damage. The ramp window on the push catheter was damaged as there was visible flap inside the ramp. A functional evaluation revealed was a 0.035" guide wire would not exit the ramp as it would stuck below the flap. The handle assembly was actuated and was able to function (extend and retract) the guide catheter with some resistance. The resistance observed was due to pull wire being kinked/bent inside the push catheter proximal to the ramp. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.